Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with supris suprapubic mesh. Later the pt experienced mesh erosion and extrusion, infection, dyspareunia, neuromuscular problems, vaginal scarring, pelvic pressure, pain, stress urinary incontinence, constipation, vaginal prolapse, cystocele, rectocele and extensive adhesions.